Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
No conclusions code available. The reported field event of no communication was confirmed in the laboratory. The cause of the loss of communication was found to be due to premature battery depletion. Bench, temperature, and humidity tests were performed and no sources of high current were found in the hybrid. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.